Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that her pump sends blood glucose random value daily. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-332a, mmt-399a, mmt-1884 . Troubleshooting was performed and confirmed that the pump has issue and sending the random blood glucose value. No harm requiring medical intervention was reported. No product return was required for mmt-7040a. No product return was required for mmt-332a. No product return was required for mmt-399a. No product return was required for mmt-1884.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that his blood glucose values go into the low 90¿s and 80¿s at night while using smartguard. Customer said that it should not do that since his target was 110mg/dl. Low was treated with orange juice and lemon cookies. Customer said he took kidney medications, blood pressure medications, and arthritis medications that might change his blood glucose values. Customer said he was not disconnected during the last set change. Customer also said he has random activity levels daily. Troubleshooting was done. Pump was used within 48 hours of the low. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.